Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the catheter was being slit, the catheter tore. The physician then had difficulties reengaging the catheter to continue slitting as the upper part of the catheter was no longer attached to the lower part. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The catheter shaft was broken. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.